Event description:
It was reported that the patient was scheduled for generator replacement surgery for an unknown reason. It was later reported that the surgery was for generator migration and prophylactic replacement. The patient underwent generator replacement at which time the generator was repositioned. The surgery was performed to prevent an injury as the surgeon was concerned that the generator would erode through the skin. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on (B)(6) 2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The implanting surgeon reported that the generator had been secured to the pectoralis facia via a non-absorbable 2-0 silk suture. No additional relevant information has been received to date.